Event description:
The red connector of dialysis catheter hub cracked. Staff cut it off and fashioned a replacement such that session was completed. Despite inservicing, it appears alcohol cleanser (chlorhexidine) may have been used 2-3 times. No other information provided.